Event description:
A customer observed positively biased trop I results on several pts' samples. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.